Event description:
The patient's family member reported that the patient has been experiencing v-go falling off all the time lately. It was reported that they have tried numerous different things to get them to stick, as they did not use to fall off and the patient use to have to apply adhesive remover. Now the v-go have been falling off all the time and sometimes the patient goes through 3 to 4 a day. Sometimes the v-go falls off at the end of the day and sometimes after an hour. It was reported that no devices are available for return to the manufacturer for evaluation.